Event description:
It was reported during a procedure the norian srs-010-rms was used. It was discovered after the procedure the norian was expired. Date of expiration was 12-10-2010.

Manufacturer narrative:
A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number has been provided, a review of the device history record is not available. No conclusion could be drawn, as the part was not received.